Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an under delivering. Customer¿s high blood glucose value was 400 mg/dl. Customer¿s current blood glucose was 230 mg/dl. Customer¿s blood glucose value was 261 mg/dl at the time of incident. Customer treated with syringes for high blood glucose. Customer was specified other relevant blood glucose value was 150 mg/dl, 200 mg/dl, 120 mg/dl, 261 mg/dl and 260 mg/dl. Customer was alleging the insulin pump because the automode was in under delivering. The product will not return for the analysis.